Manufacturer narrative:
The field complaint of the transmitter emitting smoke from the back was not verified as the event was unable to be reproduced. There was no smoke throughout the analysis process, there were no issues or malfunction present with the unit. The transmitter functioned as intended.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the transmitter was smoking when plugged into power outlet. The device was replaced.